Event description:
Description of event: after biopsy user attempt to retract the device from endoscope while found out the needle cannot be retracted in to sheath. Changed to another device.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.